Event description:
Left anterior descending artery coronary artery was stented on pt. The diagonal artery required attention and was wired and angioplasty was performed with a 2.5 x 20 ranger balloon. The balloon was pulled back successfully, but the wire was trapped by possibly the stent strut. The pt was eventually taken to the operating room for bypass surgery and wire removal.